Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir cap of the insulin pump was broken. The customer's blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The customer also reported that the insulin pump rewind was very slow and it was making noise and lip od the reservoir was also damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and occlusion test. Pump was tested with no rewind anomaly noted. Pump received with broken reservoir tube lip and stripped battery cap coin slot (p) noted. Drive support cap was inspected and no anomaly was noted.